Event description:
It was reported the battery compartment is broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; battery drawer is broken. Analysis also found the lower case and one bail cover are broken. One bail and the ring are bent. It is noted the device passed all functional tests. (B)(4).